Event description:
The customer reported when the nurse call cable is in use with the alarm, the alarm sounds intermittently. The alarm functions properly when in use with just the sensor. The customer reported the connector that holds the cable is intact. There is no visible damage to the outside of the alarm. This was discovered during use; however the customer couldn't provide the date when found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the nurse call light turns off intermittently if the nurse call cable is moved. A known working nurse call cable and nurse call test fixture was used. Unit passes all other functional tests. Led lens has been pushed into case. Warning label is torn across the middle and the ink is fading. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. (B)(4).